Event description:
It was reported that the user received a pump prompt to insert insulin into the cartridge and experienced confusion navigating the pump steps during a supply change, leading to incorrect button selections until guided through proper cartridge rewind, lock confirmation, tubing fill, drop verification, and completion of prompts, with no device malfunction observed. Symptoms included perceived low insulin availability. Outcomes included user education, successful completion of the supply change, and no hospitalization. Investigation included technical troubleshooting by guiding the user through the correct infusion set and cartridge change workflow. Investigation of this case revealed user operational confusion during supply change with the device functioning as designed and no component failure identified. It was concluded, based on previously established findings for similar reports, that the cause was user error addressed through troubleshooting and education.